Manufacturer narrative:
The console was received and reported complaint of "unit intermittently powered off" could not be duplicated. The console was opened and checked for defects and damage. Visual examination found that a nut had come off from inside the power supply and was lying underneath the mechanism. It is likely the loose hardware was the cause of the alleged intermittent power loss during use due to causing a short. The hardware may have shifted and moved during transit back to the manufacturer for analysis, at which time the console started working again. The hardware was re-installed and the console was reassembled. The console passed all functional testing.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue with the mps-2 console during use. He stated that during a procedure the console would intermittently power off and would have to be manually turned back on. The report stated this occurred multiple times during the procedure. There were no patient complications reported as a result of the alleged event. The console is returning to the manufacturer for analysis.